Event description:
It was reported that the right atrial lead exhibited high impedance, noise, and a loss of capture. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the inner coil was fractured as a result of fatigue. This likely contributed to reported electrical anomalies.